Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker, and minor scratches on display window were noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that she was changing her site and a piece of the reservoir compartment broke off. Customer's blood glucose level was 168 mg/dl. The customer taped the reservoir inside the insulin pump. The drive support cap looked slightly recessed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.